Event description:
The facility returned the device for service. During service testing, the baxter repair technician reported that the device under delivered. No reports of any patient incident involving this pump.